Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. Air was drawn into the sheath. The sheath has drawn in air. The physician is not satisfied with the valve. The procedure was no delayed and was successfully completed with no patient consequence. Air was not being introduced into the patient. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed. No patient consequences were reported. Air flow into side port is MDR-reportable.